Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the q-syte of the bd q-syte¿ luer access split-septum stand-alone device was broken and "sprayed" liquid onto the patient's arm during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 20:30 on (B)(6), the infusion was finished for the patient, and the conventional sealing tube was performed for the patient. It was found that the middle part was broken and the liquid was sprayed onto the patient's arm, which caused the patient's discomfort."